Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 5.0 x 40 mm armada 35 dilatation catheter, the protective sheath was difficult to remove. The dilatation catheter was advanced into the patient anatomy, to treat an arteriorvenous fistula; however, the balloon could not be inflated. The pressure was increased at the indeflator, but the balloon would not inflate. The device was removed with difficulty. A second dilatation catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. Avs review of the complaint handling database identified one similar event for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial 30-day medical device report, additional information was received that the armada 35 was able to partially inflate. No additional information was provided.